Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event was not related to the implant procedure.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable, as it has been noted the event was unlikely related to the device and not related to the implant procedure. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a drastic increase in sexual oriented behavior. The patient had been smearing feces all over their room, masturbating, sticking fingers in their rectum, and grabbing staff sexually. This was noted as parkinson's psychosis. The patient recognized the inappropriateness of their behavior and appeared "mortified" and could not help themselves. Prior to their last ins replacement, they had initially improved but more recently had regressed. It was unclear how related the worsening was to variable medication dosing, or to dbs effects. It was noted this was unlikely related to their device/therapy but possibly related to the implant procedure. No further complications were reported as a result of this event.